Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that they experienced high blood glucose level. The customer¿s blood glucose level was over 1000 mg/dl. Customer experienced the symptoms like acting strange for high blood glucose level customer stated that insulin pump had blank display and display did not return after troubleshooting. Customer was advised to discontinue use of the pump and revert to backup plan. The insulin pump will be returned be for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. Unit received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Pump passed the delivery accuracy test. No blank display anomalies were noted. Unit received with cracked case at display window corners, display window, reservoir tube lip and battery tube threads. Unit received with minor scratched display window and case. Unit received with stained end cap sticker and back address serial number label.